Event description:
Bd 20 ml syringe found with discoloration of plastic. Anesthesiologist pulled up propofol into syringe and noted what looked like a line of dirt on the side of the syringe. After expelling propofol this appears to be ink or some other markings in the syringe body. Lot# 3297388 or 3297391.